Event description:
The dealer states, the left rear caster arm is bent and has snapped off. The dealer states no physical damage caused this. The dealer states, the customer is well under the weight capacity.